Manufacturer narrative:
Root cause of reported event has not yet been established. Investigation by manufacturer is currently in-process.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during the aquablation procedure there was no movement of the high-velocity waterjet on the aquabeam handpiece. Several troubleshooting steps were performed; however, the issue could not be resolved. The aquabeam handpiece was replaced and the aquablation procedure was continued through successful completion. The reported event caused a surgical procedural delay of over 20 minutes. There were no adverse health consequences with the patient because of this event.

Manufacturer narrative:
H10: additional manufacturer narrative: h6: adverse event problem: investigation findings: 4247 - incomplete device returned for investigation. The aquabeam handpiece was returned for investigation. Visual inspection confirmed that the handpiece pump cartridge was missing and had been severed from the high pressure hose. Comprehensive functional testing could not be conducted to the condition in which the handpiece was returned for investigation; therefore, the reported failure mode could not be replicated. Although the reported failure could not be confirmed due to the condition in which the handpiece was returned for investigation, procept has identified a trend on waterjet alignment failures, which is currently being investigated under the CAPA process. A total of 40 complaints have been reported to date on this issue. The aquabeam robotic system's instructions for use (IFU), IFU (B)(4) rev. B, was reviewed and states the following: section 8.23. Sterile: align waterjet nozzle by doing the following: toggle the trus stepper cradle (if needed) to center the aquabeam handpiece hyperechoic artifact with vertical yellow line; press the foot pedal to visualize position of waterjet (retract trus probe if needed by using knobs on stepper); waterjet needs to be visible at 3 or 9 o'clock; if slightly off, depress the black button on the mag block (located on the handpiece articulating arm) and rotate the aquabeam handpiece axis while stepping on foot pedal to align jets to 3 and 9 o'clock position. Comprehensive functional testing could not be performed with the returned handpiece, thus the root cause could not be established. Procept has identified a trend on waterjet alignment failures, which is currently being investigated under the CAPA process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.